Event description:
It was reported that the procedure was to treat a 98% stenosed lesion in the proximal circumflex artery with moderate calcification. The balance middleweight universal ii was advanced to the lesion. A trek balloon was then advanced; however, the balloon became stuck with the guide wire. It was noted that the proximal coated end of the guide wire appeared swollen. The balloon could not be advanced or removed; therefore, the devices were removed together. A non-abbott guide wire was used to complete the procedure with the same trek balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was unable to be confirmed; however the polymer coating was torn which was likely the swollen appearance noted by the account. Based on a visual, dimensional, functional inspection and chemical lab analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant medical devices: dilatation catheter: trek; inflation: medtronics; guide cath: cordis. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.